Event description:
Reporter indicated a vns therapy patient is experiencing an increase in seizures with stimulation. The device has been turned off for approx 4 months. Good faith attempts to obtain additional information have been unsuccessful to date.